Manufacturer narrative:
A ge svc rep performed an on site investigation. Found interconnect cable disconnected. Reconnected cable. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the 9800 sys was inoperable without cine or communication functions. There was no adverse pt event reported.